Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification of a gram negative female genital sample in association with api® nh test strip. An internal biomérieux investigation was performed. The customer's strain was returned and tested internally. The customer's results were reproduced internally and results showed "good identification" for api® nh strips and "noid" for vitek® ms on five (5) spots. A 16s sequencing was performed, which indicated an "acetobacter tropicalis" strain. This species is not included in the api® nh system that was utilized by the customer; thus, the issue involves an api® nh strip limitation for the species as the species is not included in the knowledge base. The api® nh strips can't be used to identify other species or to exclude their presence.

Event description:
A customer from (b)(69) reported to biomérieux a misidentification of a gram negative female genital sample in association with api® nh test strip. The customer reported the api® nh test strip identification result was neisseria gonorrhea but testing with pcr gave a negative result for neisseria gonorrhea. The sample was also tested by vitek® ms and the result was no identification. The customer confirmed that quality control test was performed using neisseria gonorrhea atcc 31426 in association with api® nh and that the expected result was obtained. The customer stated this result was not reported to the physician. The result of bacilli gram negative type moraxella was reported. No treatment was given to the patient. There was a delay greater than 24 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.